Event description:
Account alleged the bed's head section and head hi/lo will not raise.

Manufacturer narrative:
Technician found the hydraulic valve would not open and allow fluid to pass, due to contamination. He replaced the valve to resolve.